Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to clunk. Date of implant: (B)(6) 2020. Date of revision: (B)(6) 2022. Left knee. Treatment: removal of insert. Were depuy components removed: yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 clinical code: unspecified musculoskeletal problem (e1635) is used to capture joint crepitation and joint instability.

Event description:
On (B)(6) 2022, the patient had an open arthrotomy, left total knee arthroplasty, with revision of the tibial component, to address recurrent patella clunk. The indications for surgery included increasing crepitance, pain, patella baja, and scarring. During the procedure the surgeon observed moderate scar tissue, components well fixed, but with some laxity. The insert was revised. Depuy insert was used during this procedure. It was noted that the patient had her initial arthroplasty in (B)(6) 2020 and had spin-out and was revised for (B)(6) 2021 for clunk.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.